Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.

Event description:
It was reported that the patient went into a hyperglycemic coma. It was reported that the patient's father heard the patient's infusion device alarming, but ignored the signal. The reporter stated that the infusion device has been displaying e4 (occlusion error) twice per week. The patient was treated at the emergency room. The infusion device cannot be returned for legal and customs issues.